Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this issue was determined to be due to an error due to the pairing instructions not being clear. The customer did not have the updated pairing instructions which likely lead to the difficulty pairing. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the foot pedal on the soltive premium superpulsed laser system was not connecting properly during preparation for use causing the procedure to be delayed by 45 minutes. No medical intervention was required and no patient harm was reported. Additional procedural details were requested but not provided.

Manufacturer narrative:
The device was not returned for evaluation. Troubleshooting was performed on site and the issue was rectified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.